Event description:
A patient received the m31 alarm while in dwell 5 of 8. Patient shut off the cycler and canceled treatment. When patient removed cassette he noticed leaking in the cassette area. Patient utilized an alternative treatment. No sample. No report of patient injury.

Manufacturer narrative:
No sample was returned for evaluation. Event to be trended per quality data procedure.